Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7078930.